Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller states patient has moved and is looking for a healthcare provider to check the battery life of the device. Caller states the last time they checked the battery was 7 years. Agent emailed physician listings to caller. Caller mentioned patient's parkinson's has gotten worse and patient has a few other problems. Caller asked how long it takes to charge the handset and caller states it may be completely dead. Caller will charge handset and call back if they have any questions. Caller noticed patients parkinson's getting worse gradually and in march decided it was time to move closer to family. Patient has had hallucinations and speech problems. Yesterday patient was speaking fine. Caller states they have a new grandchild and patient was at a restaurant and asked if they sold diapers. Caller states patients right leg is weaker/dragging, can't walk that well.